Event description:
Per (B)(6) (nurse case manager), requested a new pump be sent to patient due to the last two infusions I have had to go to gravity due to pump stating, "air in line". The tubing was changed several times; air removed from bag, with the same message after tubing changes and after inspecting the tubing there were no visible air bubbles in line. No further information provided. No missed doses reported, no adverse events reported, pump available for investigation upon return. Serial number not provided.